Event description:
Sales rep called stating that he received a call from a resident about a case that occured over the weekend. Hmmf bottom arch bar fractured down the middle. It was implanted at the university of cincinnati, however, patient traveled to brooklyn where plate was explanted.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital.. If additional information is received it will be reported on a supplemental report. Device discarded.